Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter, ubd: 12-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving fentanyl, clonidine, and prialt via an implantable pump for non-malignant pain. It was reported the patient¿s catheter was implanted on (B)(6) 2018 and the patient had not been experiencing any relief from their pain symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was confirmed via a dye study in the clinic that the catheter had pulled-out of the intrathecal space and was in the lumbar pocket. The event date was provided as (B)(6) 2018. Surgery was performed on (B)(6) 2018. The dislodged spinal catheter segment was removed from the lumbar incision, and a new spinal portion was inserted. The new spinal portion was connected to the existing catheter in the lumbar pocket. The new spinal segment was inserted one level below the previous placement. The explanted portion of the catheter was discarded by the customer. The issue was resolved at the time of the report (2018-dec-07). The patient¿s status was provided as alive - no injury. The patient¿s weight, other medications being taken, and medical history were not available. No further complications were reported or anticipated.